Event description:
The audiologist reported that the electrode array of the patient's implant does not appear to be placed correctly in the cochlea. The patient is scheduled to see the surgeon. Follow-up information has been requested.